Manufacturer narrative:
H6, component code: added imdrf code g07001. H6, type of investigation: added imdrf code b20. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: new arrhythmia requiring treatment. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined h6, health effect - clinical code: replaced FDA code 1729 with imdrf code e060102 . H6, health effect - impact code: replaced FDA code 4641 with imdrf code f12. H6, medical device problem code: replaced FDA code 2993 with imdrf code a24. H6, type of investigation: replaced FDA codes 3331, 4111, with imdrf codes b14, b13. H6, investigation findings: replaced FDA code 213 with imdrf code c19. H6, investigation conclusions: replaced FDA code 11 with imdrf code d15.

Event description:
On (B)(6) 2022, the patient reportedly required cardioversion due to atrial fibrillation. Multiple attempts were made to obtain additional information on the patient's health status and if the arrhythmia had resolved. On june 27, 2022 it was reported to gore that no further information on this patient was available. The status of the patient is currently unknown.

Event description:
It was reported to gore that on (B)(6) 2022, a 25mm gore® cardioform septal occluder was selected to treat a patent foramen ovale on (B)(6) 2022, the patient reportedly required cardioversion due to atrial fibrillation.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device remains implanted the patient.